Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant low mmb serum result is unknown (relative to the higher plasma result regarded by the customer as correct). A siemens healthcare diagnostics headquarters support center (hsc) representative evaluated the information provided. The account did not perform any testing at alternate laboratories or with alternate methodologies. No sample was provided to siemens for evaluation. The mmb values were repeatable and discordant with the normal reference range creatine kinase. The customer stated the discrepancy between serum and plasma values was specific to this individual patient and that no other patients exhibited a similar difference between serum and plasma results. There was no indication of an instrument or reagent malfunction. The instructions for use for the mass creatine kinase mb isoenzyme flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
A low result was questioned as discordant for mass creatine kinase mb isoenzyme (mmb) results on a patient's serum samples on the dimension exl system. The serum results were not reported to the physician. The plasma samples on the same patient were tested on the same instrument and higher results were obtained and reported. The higher plasma result was considered correct by the customer. There are no known reports of patient intervention or adverse health consequences due to the questioned, discordant low serum mmb result.